Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during pre use, the cardiosave rescue intra-aortic balloon pump (iabp) malfunctioned. There was no patient involvement reported. Autofill malfunction has been reported.